Manufacturer narrative:
There is no patient involvement. Additional procode: lxh. Lot number is unknown. Device is an instrument and is not implanted/explanted. Facility address is unknown. Without a lot number the device history records review could not be completed. Service & repair evaluation: the customer reported a piece broke off the bottom. The repair technician reported the end cap was broken in two pieces. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Flow: broken. The returned ratcheting screwdriver handle was visually inspected at customer quality (cq). The device was received with the handle component broken into several pieces. Some fragments were not returned, including the cap with the lot number etching. This agrees with the complaint condition, thus confirming the complaint. Based on the complaint condition, the cause of the issue was determined to be use error, dropping on the floor, therefor the investigation is concluded. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the sterile processing department (spd) on (B)(6) 2018, a ratcheting screwdriver handle had a piece broken off the bottom. The screwdriver fell to the floor during cleaning in spd and broke. There was no patient involvement as it did not occur during surgery. This report is for a ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).